Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that two infusion sets fell off during use. The events occurred between (B)(6) 2024 and the set was in use for 7 hours and 30 minutes respectively. The patient's blood glucose level was between 120 - 200 mg/dl further, they changed the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-00395 / device 1 of 2.